Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient alleges elevated metal ion levels, loosening, pain, inflammation and tissue/bone destruction. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-002286 / 002287). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.